Event description:
Information received by medtronic indicated that the customer received unsupported device on the carelink connect app. Compatibility was checked and the device is compatible with carelink connect app and pump. The issue persisted and it was escalated. A samd technical assessment confirmed software anomaly. After escalation, the reported issue was resolved. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using cp app with 3.1.1 installed on ipad air 5th gen (ios 16.3.1) with mmt-1885 pump (software version 8.13.2) was conducted and confirmed the issue is not reproduced. The software met the specified requirements and performed as expected according to the software requirements document (srs doc: (B)(4)): (B)(4): when the cp app user is connected to a patient account that is unsupported by the cp app, the cp app sw will display the unsupported patient device screen as the default home screen. (B)(4): the cp app sw will display the patient status and sg graph screen as the default selected patient related screen within the patient home screen, agile doc: (B)(4). After conducting a thorough investigation, we have found that the cp app is not receiving the expected data from the carelink server. The data sent to the care partner is incorrectly setting the device family as "guardian." The expected data for care partner following a mmm patient should be "ble or ble_x family". Due to which the care partner app is showing an unsupported device screen. The esf number that corresponds to the reported issue is: (B)(4). The carelink team successfully resolved the customer's issue by implementing infrastructure changes. This solution is temporary but effective. The problem will be resolved in the upcoming cp application. Afc: software anomaly - fa21af. Testing performed by: (B)(6). Investigation performed by: (B)(6). Investigation completion date: 29th september 2023. Carelink connect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.